Event description:
It was reported that during follow-up, the lead showed high impedance. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.